Event description:
Patient states she is having more pain in her back from the bone stimulator and the metal in her back. Patient would like to send back the unit and credit insurance. A questionnaire was sent to doctor. No other information provided or confirmed.